Manufacturer narrative:
Evaluated summary: investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported a patient developed dry eye, corneal haze, superficial punctate keratitis (spk), and blurry vision, approximately two months following lasik surgery. Topical steroid dosage was increased to treat the event. In a follow up, the center director reported the patient's vision was improving and the corneal haze had resolved. The patient was treated with prednisolone acetate and artificial tears. She will return in 3 months for follow up. No further information is expected.